Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had excruciating pain/even while sitting still it hurts/unbelievable pain/hurting/painful, after unknown latency could not put any weight on it, felt like her knee was going to explode, not a lot of swelling and felt a little stiff. Also device malfunction was identified for the reported lot number. No past drug and concurrent condition was provided. Patient's right knee was replaced a year ago, had cancer and had a left kidney removed on (B)(6) 2016. Patient had diabetes and cancer. Patient received an injection in the left knee on (B)(6) 2016 with synvisc- one which was post surgery for her right knee replacement. Patient was allergic to phenobarbital. Patient was not taking any concomitant medications. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, dose: 1 df, once (batch/lot number: 7rsl021 and expiration date: 31-may- 2020, dose, frequency and indication: not provided) in left knee for osteoarthritis. The doctor gave her an injection to numb the knee before injecting the synvisc-one and she thought it was novacane but was not sure. It was reported that the patient experienced a severe reaction after receiving injection. After she came home patient felt a little stiff. On the same day, it was starting to hurt around 6:30pm so she propped it up in a recliner and about 8:30pm it started hurting but wasn't to the excruciating pain yet. It was very painful though. Patient experienced excruciating pain, not a lot of swelling, no redness but she felt like her knee was going to explode (onset date: (B)(6) 2017). Patient could not put any weight on it and even while sitting still it hurt. For about 36 hours she experienced unbelievable pain. Between 10-11 pm that night patient called the doctor and he told her to ice the knee, and take advil but she did not take it due to removal of kidney so she took paracetamol (tylenol). This did not alleviate any of the pain and the pain kept getting worse. On (B)(6) 2017, the doctor ordered her a steroid pack she started using around dinner time and finally around midnight she started feeling a little bit of relief. Patient was unable to do anything for the weekend. On sunday, patient did not experience much swelling. Patient could bear weight on it before injection but by midnight she could not put any weight on it at all. Patient tried to use a walker but couldn't put weight on it but then used a walker with a seat on it, she screamed while getting to the bathroom and had assistance by her husband. Patient had pain after the injection not before. Patient denied having fever or having blood work done. Patient was not hospitalized and the doctor did not aspirate fluid. Patient has recovered from the event on (B)(6) 2017. Patient was allergic to phenobarbital but was not taking during injection. Corrective treatment: ice, ibuprofen (advil), steroid pack for all events except device malfunction outcome: recovered for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty, discomfort in joints, left knee pain, left knee swelling and joint stiffness. Although based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.